Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones. The patient was evaluated in the clinic and the device was interrogated and revealed intermittent out of range pace impedance measurements greater than 2,000 ohms. During the follow-up the measurements were 912 ohms. The physician planned to continue to follow this patient. No other lead observations were reported. No adverse patient effects were reported and this patient was not pacemaker dependent. This product remains in-service. The patient's right ventricular (rv) lead is a competitor's product.